Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose and diabetes ketoacidosis. The customer's blood glucose was 507mg/dl. Customer treated with pump, but was unable to bring blood glucose down. Customer stated that she had an upper respiratory infection. Customer stated she had palpitations, a fast heart rate, nausea and vomiting. The customer was treated in the hospital with insulin drip IV. The customer was wearing insulin pump at the time of hospitalization. Customer declined to troubleshoot for high blood glucose.